Event description:
A customer from (B)(6) notified biomérieux of obtaining (B)(6) results when testing three staphylococcus aureus patient isolates with the vitek® 2 ast-p654 test kit. For strain (B)(6), the initial test was performed with the ast-p654 card and obtained an (B)(6), cefoxitin screen negative corrected to positive. A repeat test was performed using the ast-p632 card and the results obtained were (B)(6), cefoxitin screen negative. (B)(6) agglutination test, (B)(6) etest® and cefoxitin disk diffusion obtained (B)(6) results. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. The customer stated that there was a delay in reporting results of greater than 24 hours. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) notified biomérieux of obtaining false resistant oxacillin (ox) results when testing three staphylococcus aureus patient isolates with the vitek® 2 ast-p654 test kit. In response to this complaint, biomérieux performed an internal investigation. This investigation included identification (ID) testing and multiple types of antibiotic susceptibility testing (ast). The customer's three strains were submitted for investigation and confirmed to be s. Aureus using sub-cultured isolates tested on the vitek 2 gp test kit (lot 2420864203). The ast reference methods tested were meca/mecc pcr, oxacillin agar dilution (ad), testing and kirby-bauer cefoxitin (fox kb) reference method. Results are listed below: meca/mecc pcr results: strain 1 - negative, susceptible strain 2 - negative, susceptible strain 3 - negative, susceptible ad oxacillin (ox) minimum inhibitory concentration (mic)test results: strain 1 - ox mic = 0.25 mg/l susceptible strain 2 - ox mic = 0.5 mg/l susceptible strain 3 - ox mic = 0.5 mg/l susceptible fox kb results strain 1 - diameter = 25.5 mm susceptible strain 2 - diameter = 26 mm susceptible strain 3 - diameter = 25.5 mm susceptible the isolates were also tested with vitek 2 ast-p654 test kit lot 8040850403 (customer lot) and random ast-p654 test kit lot 8040873203. All three strains on both card lots had a result of ox mic = 0.5 mg/l susceptible and were cefoxitin negative. These ox values are within essential agreement (<1doubling dilution) compared to the reference ad mic without any category error. Additionally the negative cefoxitin results are correlated with the disc diffusion results (fox kb ). The customer resistant oxacillin results on ast-p654 card were not reproduced internally.